Manufacturer narrative:
Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. An unexpected battery voltage trend could be confirmed during analysis. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
Device is at eri indication with unexpected battery behavior. The device was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.